Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
One week post-implant, an increase in threshold was observed. Within three weeks, increase in threshold and decrease in impedance were observed. The lead was explanted when repositioning was unsuccessful.